Event description:
A break in the retention dome during traction removal. The indwell time was 116 days. The dome and catheter were torn and fell into the patient's stomach. The fallen portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond. The broken section of the retention dome was mated to the feeding tube and reveals a close match. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the limits during removal. The complainant indicates the complaint sample had been in place for approximately 116 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.